Event description:
According to the reporter: procedure: low anterior resection / j-pouch. A small leak at the tissue was found after the device was fully fired. Another device was used to complete the stapling and to stop the bleeding. No further patient issue was noted. The patient is fine and not injured.